Manufacturer narrative:
The provided lot numbers were 21(edk19) for the sodium electrode and 21(eap72) for the chloride electrode. The customer replaced the electrodes, cleaned the sipper nozzle, and cleaned a cup. The customer performed wash maintenance and ran controls. Controls passed. Precision studies were performed and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for an unspecified number of patient samples tested on a cobas pro ise analytical unit. The customer provided examples of two patient samples with discrepant sodium electrode and chloride electrode results. No questionable results were reported outside of the laboratory for the provided examples. The customer questioned the results and repeated the patient samples on a second analyzer due to a physician questioning results of a different sample. The first sample initially resulted in a na value of 158.4 mmol/l and it repeated as 137.9 mmol/l. The sample initially resulted in a cl value of 122.5 mmol/l and it repeated as 106.6 mmol/l. The second sample initially resulted in a na value of 163.1 mmol/l and it repeated as 141.8 mmol/l. The sample initially resulted in a cl value of 120.8 mmol/l and it repeated as 104.5 mmol/l.

Manufacturer narrative:
The last calibration performed on (B)(6) 2025 was acceptable. Controls were repeated multiple times on 1(B)(6) 2025 and were outside of range. When repeated again, controls were within range. A review of alarm trace data showed multiple abnormal probe aspiration alarms near the time the samples were processed. The investigation determined that the customer's actions of replacing the electrodes, cleaning the sipper nozzle, and cleaning a cup resolved the issue.